Event description:
The following is based on a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2002 the pt was implanted with a bard mesh during abdominosacral colpopexy, posterior vaginal repair, lysis of pelvic adhesions, and halban culdoplasty. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.